Event description:
Covid test made by access bio. The sample line did not move correctly down test strip leading to inconclusive results. This happened with two different tests within 24 hours. See uploaded pictures. Reference report: #mw5149449.